Event description:
It was reported to gore that a pt alleges to have experienced recurrence, incontinence and dyspareunia after allegedly having been implanted with a gore device.

Manufacturer narrative:
Additional details regarding the pt's clinical course were ascertained from a review of medical records and are as follows: no information to identify the gore device is provided in the medical records. Reference number reported to gore does not correspond with any known gore device. The medical records make reference to a "gortex mesh." However, the medical records further describe the mesh as "a wire mesh" which is not descriptive for gore mesh devices. No implant records for alleged gore device implant were provided. It was reported in the (B)(4) 2000 medical records that: the pt had a history of tah, bladder suspension: "probably abdominal," and a marshall-marchetti in 1984, a bladder neck suspension with mesh in 1999. The record states, "there was discovered to be a wire mesh which had eroded through the vaginal wall." The medical records also state, "pt had a bladder neck suspension with a mesh in 1999...," it then further states, "this mesh has eroded through the vaginal wall." The medical records report: on (B)(6) 2000 pt present for removal of "gortex mesh from the prior incontinent surgery and anterior colporrhaphy." The medical records indicate that: in 2005 the pt had surgery for anterior and posterior repair with a non-gore device. Based on the available information, a root cause cannot be determined. However, it should be noted that there are many complex clinical factors that may have contributed to the event. Additionally, symptoms such as pain, dyspareunia, inflammation, incontinence, discharge and characteristic symptoms and are known complications of pelvic floor dysfunction. If also should be noted that the potential for such events are noted in the instructions for use, including among other warning: "when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." "Possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The brand and lot number of the gore product used in the procedure has not been provided. Consequently, a review of the manufacturing records for the device used in the procedure cannot be performed.